Event description:
It was reported that after losing weight, the patient experienced discomfort and pain at the implantable pulse generator (ipg) site. Also, the leads had migrated and had a lot more mobility in the ipg. In addition, the patient had inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7079272, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI): (B)(4). Number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7079274, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-4318, batch/lot number: 25713694, model/catalog description: clik x anchor sterile kit, unique identifier (UDI): (B)(4).